Event description:
It was reported that the patient had a shocking or jolting sensation. Last night the patient was electrocuted by their cell phone. The patient knew not to keep their cell phone anywhere near their implanted stimulator, but last night they weren¿t getting a good signal on their cell phone, so the patient moved the cell phone from their left had to their right hand. The implantable neurostimulator (ins) was implanted on the right side. The patient started dialing and right when they pressed the button to dial the number it rang the same time, there was a blue light and a screaming noise came out of it, and the patient received a jolt of electricity through their body. The patient was wondering if they should go to their health care provider (hcp) to have their device checked. It was further reported that there was not a 50 percent or greater symptom reduction. The patient¿s cell phone shot a bolt of electricity through the patient¿s body. The patient stated that a ¿blue light shot out of my phone and into my body.¿ the troubleshooting done to provide insight to the issue was a verbal assessment. The patient felt completely fine and just wanted to make sure the shock didn¿t damage their device. The action taken to resolve the issue was that the patient called their hcp¿s office and reported to be feeling fine with no increase in symptoms. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment and would follow-up if they had changes in their current status.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(40.